Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. Pump received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was experiencing symptoms of vomiting, abdominal pain, just felt really awful. The customer was treated for high blood glucose with insulin shots and pump. The customer was advised the 2 high blood glucose rule. During troubleshooting of the high blood glucose, customer stated that drive support cap is flush with the pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the drive support cap is flush. The customer doesn't recall pressing the cap while connected. The customer was advised that the pump will be replaced and follow their medically prescribed backup plan.